Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, a small leak was discovered roughly 1 month later during a post-operative scan. The surgeon located the leak in the top 1/3 of the stomach at the staple line. The current patient status is that he is doing fine and being monitored. No other adverse events were reported.